Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, products are labeled for single use. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis, manifested by abdominal cramping. The cause of peritonitis was re use of single use supplies, the hp reported to re- using their patient extension lines several times, washing them in between uses. The hp was treated with vancomycin and ceftazidime (dose, route and frequency not reported). The hp was re trained and had recovered.